Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6: (component code added), d8, and h6: (medical device problem code is being corrected to - "4048- failure to clean adequately "). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing inside the distal end and adhesive of the light guide lens. There was no damage to the area where the foreign material was detected, and it was unknown if the reprocessing was performed according to the instructions for use. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for use states the detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the duodeno video scope exhibited foreign material on the light guide lens adhesive and the adhesive between the distal end and the server plug-in. There were no reports of patient involvement.